Manufacturer narrative:
H3, h6:the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested clinical information or the broken tip, a thorough medical investigation cannot be rendered. Per the complaint details, during instrument use outside of the patient the screwdriver tip broke and continued to remove some of the threads from the screws resulting in an inability to tighten it. According to the report, the procedure was finished using a competitor device with a delay greater than 30 minutes reported. Since no additional harm has been alleged to this patient, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the accord pilot scrwdriver bit had some issues during total hip replacement procedure the tip end of the screwdriver has broken. It continues to remove some of the threads from the screws and we are not able to tighten it. The procedure was finished using a competitor device. There was a delay greater than 30 minutes reported.